Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Original surgery date: (B)(6) 2015. Indication: not reported. Screw was placed during surgery on (B)(6) 2015, one month post op the screw became loose but was not found by x-ray. At two months post op, an x-ray was taken as the patient felt something in throat. The x-ray revealed the screw was completely loose. Revision surgery was completed on 02/02/2016.